Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 27 mg/dl at time of hospitalization and was given glucose tablets while in the hospital. During troubleshooting, customer was asked to verify status screen shows the correct amount of insulin available in the reservoir. Customer verified correct amount being shown. Customer stated they had gone swimming while attached to the device. Informed customer device is functioning properly and to monitor. Advised to change entire set and monitor device. Customer's blood glucose level was 47 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).